Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh was made aware of this complaint on august 12, 2013. The risk for this type of issue is considered acceptable and there was only the indication the failure was detected before use, as per the labeled instructions. Because of this the complaint was not considered reportable. During the investigation and after performing follow-up questions we were informed on september 17, 2013 that the defect was not detected before but during use. This new information has made us decide to report in the abundance of caution (no death or serious injury occurred). Since we report within 30 days after september 17th we do not consider this a late report. Arjohuntleigh has received a complaint where it was indicated that during lifting procedure the device chair stuck in the highest position with the patient on the seat, the device could not be lowered and the patient was safely taken off the lift manually. Patient did not suffer any injuries. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti stuck in highest position). The trend observed for all complaints for alenti actuators is currently considered to be noticeably increasing. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. During our investigation, we were able to find a deficiency with the lift (alenti). The lift was inspected by our representative that visited the customer site and was found to have not been to specification at the time of inspection. From our investigation, it appears the most likely root cause for an event where the alenti actuator stuck in its highest position is incorrect design of the actuator. The failure found here is not likely to appear on every device; a convergence of situations needs to occur for the failure to manifest itself. Based on the findings of this investigation, an engineering change has been requested, currently the issue is under review. The complaint history review shows that there is a low likeliness of risk for the patient when the actuator becomes stuck, it is considered that only with combination with user error it could be at risk. If the safety warnings in instruction for use are followed even if one of the components failed there is always another way to safety take the patient from the device; therefore, is important that all operators are trained according to the device instructions for use. We find this complaint to be reportable to the competent authorities in abundance of caution.